Event description:
It was reported that when using the bd pyxis¿ medbank tower, the patient was not showing at cabinet. The user had been waiting for 45 minutes for the profile to appear. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the device used in the incident, it was determined that the nurse could not view the patient profile because the profile was inactive in myqlink. A technical support specialist activated the profile, and the patient immediately appeared at the cabinet once the change was made. The system functioned as intended after the technical support specialist completed the troubleshooting.